Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-apr-2023. H6: investigation summary: seven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Four samples expelled the solution with a normal flow. Three samples did not expel the solution; these needles are clogged. A device history review was conducted for batch number 2025238. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that 23 bd safetyglide¿ needles were blocked. The following information was provided by the initial reporter: "issues with needle being blocked 1" x 23 times".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 23 bd safetyglide¿ needles were blocked. The following information was provided by the initial reporter: "issues with needle being blocked 1" x 23 times".